Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that while the pt was at home, had taken a shower and was preceding to transition from battery power to the pt cable and power module when a "red heart" alarm occurred and the pt became dizzy. The pt's wife called emergency services who placed the pt back on battery power and transported the pt to the hosp. It was reported that when the pt was back on battery power, the pump started up. In the hosp, the system controller was changed out. The percutaneous lead and power module pt cable were manipulated but did not replicate the reported event. The power module pt cable was then exchanged. The MFR's tech service person inspected the percutaneous lead and performed a continuity test which was unremarkable.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.